Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image has linear scratches. A root cause could not be identified. Based on the results of the investigation, it is likely the vertical red line on the left of the image and image has linear scratches cause due to damage charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had vertical red line on the left of the image during inspection for use. There were no reports of patient involvement.